Event description:
It was reported that a patient presented in clinic for follow up examination on august 15th, 2017. Upon interrogation, the right ventricular lead exhibited high thresholds. A chest x-ray revealed the generator had migrated and the lead was dislodged. The device was reprogrammed. The lead was explanted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.